Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2025, due to the patient experiencing poor performance with the device that resulted in limited benefit. The patient was reimplanted with a transcutaneous osia implant system (specific date not reported).